Event description:
On (B)(6) 2018, the patient contacted lifescan (B)(4), alleging that his onetouch verio iq meter was reading inaccurately erratic. The following complaint was classified based on limited information obtained from customer service representative (csr) documentation. The patient was unable to confirm when the inaccuracy issue began, he stated that he obtained blood glucose readings of ¿140, 100 and 50 mg/dl¿ on the subject meter, performed within 20 minutes of each other. The calculated difference of these glucose results falls outwith lifescan¿s criteria for accuracy. The patient was unable/unwilling to supply much information. It is not known how the patient manages his diabetes or if he made any changes to his normal diabetes routine. The patient reported that at an unknown time after the meter issue began, he developed unknown symptoms, which did not require any treatment. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, he described correct testing steps, the patient¿s test strips had been stored correctly, were within expiry date. And the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria.